Event description:
A customer reported a malfunction on their insulin pump, identified by the malfunction code malf 12, which was resettable. Although the customer experienced at least three occurrences of this malfunction, there were no notable events prior to it, and their blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. As a resolution, technical support decided to replace the pump, sending a new one with updated software and providing instructions for using a new sensor. The customer will continue to use current pump for insulin therapy.